Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb pp prox fem plate, l, 12h, l. 285mm on (B)(6) 2015. It was reported that the plate failed causing further fracture. Patient was revised on (B)(6) 2015.

Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: t is reported that ncbpp plate failed with patient causing further fracture. Patient returned to theatre for further large revision surgery. No picture nor x-ray, no surgical notes or other documents were provided. Devices analysis was not possible to perform, as no product was available for investigation. Review of internal documents: inspection plan: failure of the device would have been found as 100% visual inspection was performed. Possible causes for the reported event according to rmw: line r-1.4.1: breakage of implant -> due to movement between implants leads to notching / fretting . Line r-1.4.9: breakage of implant -> due to inadequate implant design & material (fatique strength - lifetime of the device) . Line r-2.2.3: breakage of implant -> due to chemical / galvanic / crevice corrosion of material. Line r-w-4.2.1.1.2: breakage of implant -> due to implant will be implanted against contraindication . Line r-w-4.3.1.1.1: breakage of implant -> due to wrong interpretation of in situ device position and/or dimension. Line r-w-4.3.1.1.2: breakage of the implant -> due to wrong interpretation of x-ray template for dimensions. Line r-w-4.5.1.1.1: breakage of implant -> due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Line r-w-4.5.1.1.2: breakage of implant -> due to user define incorrect placement of the spacers and plate. Line r-w-4.5.1.1.3: breakage of implant -> due to user perform improper handling of the plate during insertion. Line r-w-4.5.2.1.1: breakage of the implant -> due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Line r-w-4.6.1.1.1: breakage of implant -> due to wrong/ incomplete information about limitation and postoperative restriction. Line r-w-4.6.1.1.2: breakage of implant -> due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: line r-1.4.1: possible -> no information provided. This point cannot be excluded. Line r-1.4.9: not possible -> material compatibility specification certify the suitability of the material and according to the complaint summary an adverse trend due to inadequate design would have been detected. Line r-2.2.3: possible -> plate not returned. Line r-w-4.2.1.1.2: not possible -> nothing suggest contraindicated use. Line r-w-4.3.1.1.1: possible -> no surgical report, no x-ray available for investigation. This point cannot be excluded. Line r-w-4.3.1.1.2: possible -> no x-ray available for investigation. This point cannot be excluded. Line r-w-4.5.1.1.1: possible -> the plate was not returned for investigation. This point cannot be excluded. Line r-w-4.5.1.1.2: possible -> no surgical report, no x-ray available for investigation. This point cannot be excluded. Line r-w-4.5.1.1.3: possible -> no surgical report, no x-ray, no plate available for investigation. This point cannot be excluded. Line r-w-4.5.2.1.1: possible -> no surgical report, no x-ray, no plate available for investigation. This point cannot be excluded. Line r-w-4.6.1.1.1: possible -> patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Line r-w-4.6.1.1.2: possible -> patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).